Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a competitor guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the use of a competitor guidewire is contraindicated in the instructions for use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a competitor guidewire became lodged and could not be withdrawn from the attempted left ventricular (lv) lead. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analyst noted the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a competitor guidewire stuck in the lead. The guidewire is kink/buckled in the distal tip nose of the lead. If information is provided in the future, a supplemental report will be issued.